Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1061188, medical device expiration date: 2021-12-31, device manufacture date: 2021-03-02. Medical device lot #: 1061192, medical device expiration date: 2021-12-31, device manufacture date: 2021-03-02. Medical device lot #: 1050063, medical device expiration date: 2021-11-30, device manufacture date: 2021-02-19. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd bactec¿ peds plus¿/ f culture vials (plastic) each from lots 1061188, 1061192, and 1050063 produced false positives. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "false positive vials (blood bank)".

Event description:
It was reported that 1 bd bactec¿ peds plus¿/ f culture vials (plastic) each from lots 1061188, 1061192, and 1050063 produced false positives. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "false positive vials (blood bank)".

Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file review: there were 2 plots (one plot was duplicated). Barcode 449471248526 showed a step up in signal prior positivity. Barcode 449471964645 is unclear from the plot. Additionally barcode 449471964645 shows as a manual positive. Catalog 442022 batch no. 1050063 expired upon further evaluation it was noticed that complaint received was from a product already expired. No investigation can be conducted to the retention samples. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record could not be reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Plot/log file review: there were 2 plots (one plot was duplicated). Barcode 449471248526 showed a step up in signal prior positivity. Barcode 449471964645 is unclear from the plot. Additionally barcode 449471964645 shows as a manual positive. H3 other text : see h.10